Event description:
Pt's implant had begun to extrude. Surgeon contacted co stating that during skin flap revision surgery the surgeon noted a cut in the silastic covering of the implant. He stated that he thought this cut had occurred during revision surgery done in 1988. Surgeon stated that the implant was functional. The return of the implant for analysis has been requested.